Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the sieve is saturated. Associated malfunction for this device: 4 way valve stuck, poppet valve defective.